Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection, requiring medical intervention to prevent permanent impairment or damage. Device issue: no device malfunction has been reported. It was reported that while deploying the vision stent in the right coronary artery (rca), a dissection occurred, in which another vision stent had to be used to cover the dissection. No additional event or pt info is available.